Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass. Unable to perform the operating currents measurement, self test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to lcd anomaly. Pump had cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, reservoir tube window, broken belt clip slot, minor scratched and cracked display window. (B)(4).

Event description:
The customer reported via phone call that the pump was cracked. The customer¿s blood glucose level was unknown. Customer stated they were in an auto accident and the pump was cracked by the air bag, pt was not driving. The insulin pump will be returned for analysis.